Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (300-400s). As the high bg was resolved after the infusion set was changed, the customer thought that the infusion set site was the cause; however, no damage was observed. During troubleshooting with tandem technical support (cts), the pump time was found to be off by 9 minutes. The customer did not know why the time was off. Cts assisted the customer with correcting the time.